Event description:
It was reported that incisor platinum blade left some metal shavings in the knee joint. These was cleaned out. Procedure was completed with another blade. No significant delay or patient injury reported.

Manufacturer narrative:
One 4.5mm incisor plus blade was returned for evaluation. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. The inner blade showed slight abrasion at the distal tip and proximal end near the slough chamber. The inner blade showed damage to the edge form teeth on one side of the blade. The outer blade ID showed slight abrasion corresponding to the damage observed on the inner blade. The condition of the device indicates it was subjected to an excessive lateral load during use which caused a misalignment between the inner and out blades resulting in the shedding. Per the device IFU under precautions ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿.